Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient experienced severe dyspnea and fatigue as a result of the event.

Manufacturer narrative:
Updated data: b2. B5. H6. Additional codes. Corrected data: b3. Date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 15 years and 10 months following the implant of a transcatheter pulmonic valve, the valve was inactivated for an unspecified reason. Subsequently, a second pulmonary valve was implanted. Additional information was received that the second valve was implanted valve-in-valve due to severe central pulmonary regurgitation. The physician reported that no adverse events occurred prompting the implant of the second valve, but there was indication with worsening exertional capacity in the setting of progressive pulmonary valve regurgitation and pulmonary artery branch stenosis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 15 years and 10 months following the implant of a transcatheter pulmonic valve, the valve was inactivated for an unspecified reason. Subsequently, a second pulmonary valve was implanted.